Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. A day later, the patient was hospitalized for the event. The cause and the treatment for peritonitis was unknown. The patient had not recovered from the peritonitis and was still hospitalized. Dianeal therapy was ongoing. No additional information is available. This is report 1 of 2.

Manufacturer narrative:
(B)(4). Additional information: on an unreported date, the patient was treated with cefazolin ip (1 gram, daily for 21 days) and fortaz ip (1 gram, daily for 21 days) for peritonitis. On an unreported date, the patient was discharged from the hospital. The patient recovered from the peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot number h13h21053 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.